Manufacturer narrative:
E1: reporter contact name and email address were not provided for reporting. H3, h6: initial actions (corrective and/or preventive): currently, no general problem has been detected for the installed base which requires immediate action. Manufacturer's preliminary results and conclusion: the root cause for the issue has not yet been determined. The investigation is ongoing. A supplemental report will be submitted to the FDA after the completion of the investigation.

Event description:
Siemens healthineers became aware of a problem associated with the axiom luminos drf system. It was stated that when the physician tried to rotate the x-ray tube, the unit unexpectedly tilted automatically and the patient fell from the patient table. The patient was in the trendelenburg position. No patient injury was communicated in this case. In a worst-case scenario a patient could sustain a serious injury from the fall if the issue were to recur.

Manufacturer narrative:
Siemens healthineers completed a detailed investigation of the reported problem. Additional information provided by the service organization confirmed that the incident was not related to a system malfunction. The sid lifting movement and the table tilting movement were simultaneously performed resulting in the unit tilting automatically when the operator tried to rotate the tube. Based on all available data and information there is no indication for a system malfunction. Since no general problem of the system was identified the complaint was closed.